Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after placement in the operating room in the morning of (B)(6) 2025, the foley catheter spontaneously removed after the patient was transferred to the ward in the afternoon. Damage to the balloon was also confirmed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The investigation was not completed as the event was found to be cascading. Corrections: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after placement in the operating room in the morning of (B)(6) 2025, the foley catheter spontaneously removed after the patient was transferred to the ward in the afternoon. Damage to the balloon was also confirmed.